Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One device reload was received with a protruding tack. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the tack not advancing is due to the damaged spur gear. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damaged causes the tack to not deploy or seat properly in the tissue. The product analysis established a relationship between a device failure and the reported incident of tack did not advance. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic abdominal wall hernia procedure, a strange sound was heard during firing from the second or third firing. Then, the tacker would not fire anymore. Surgeon removed it from the patient and tried to fire it again, but the tack did not come out completely (2/3 of the clip remained in the shaft.). Counter pressure on the abdominal wall was high at the time. No patient injury.